Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was sounding tones every four hours. The explanation for the toning was the right ventricular (rv) lead impedance measurement was not taken. One condition for this to occur, along with a specific set of programming parameters, is loss of atrial pacing capture. This information was provided to the requesting health care professional for their evaluation. There have been no changes noted and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.